Manufacturer narrative:
The investigation into the aic - purge disc/flag issues has been completed since the original report was filed. The console was returned and tested after arriving in fs. Upon examining aic for any visible defects, it was evident that the purge retainer was broken. The cause of the issue was a broken purge disc retainer.

Manufacturer narrative:
The impella device was returned and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Event description:
The user facility reported that the automated impella controller (aic) had a damaged purge disc. The aic was removed from service. No patient harm or involvement was reported.